Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error, after a rubber band may have been wrapped around a button. Customer's blood glucose was 134 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.